Event description:
Same as manufacturer's report #6000093-2006-01662. It was reported that during preparation for an iliac angiogram diagnostic procedure, upon opening the packaging for the imager ii/5/straight/65/035, the packaging tore through the center instead of down the sides. The device became contaminated before reaching the sterile table, the technician opened a second device which also tore open improperly, but the tech was able to keep this device sterile. There were no patient complications related to these devices as the initial device did not come into contact with the patient, and the sterility of the second device was maintained despite this problem.

Manufacturer narrative:
The device has been received for analysis, but requires additional investigation, which is not complete at this time. A supplemental medwatch report will be filed when the analysis is complete.